Event description:
It was reported that the patient presented to the emergency room for an increased heart rate. Device interrogation revealed an increase in right ventricular lead impedance and capture threshold. The lead¿s pacing configuration was reprogrammed and acceptable electrical values were obtained. The patient was in good condition following the event and would continue to be monitored.

Manufacturer narrative:
(B)(4).